Event description:
The customer called in for help with his meter. While troubleshooting, it was discovered the meter was missing segments. The customer stated that he had not misinterpeted any blood glucose readings and no adverse events were alleged. The meter is to be returned for evaluation and a replacement meter was sent to the customer.